Manufacturer narrative:
Analysis of the 8637-40 serial number (B)(4) found gear train anomaly, corrosion and/or wear and/or lubrication. Analysis found gear train anomaly, stall due to shaft-bearing.

Manufacturer narrative:
Product ID 8703w, lot# l47430, implanted: 1998 (B)(6); product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving intrathecal baclofen, dilaudid and bupivacaine. The pump was programmed to deliver baclofen 130mcg/ml (dose/day was not reported), dilaudid 14mg/ml a dose of 13mg/day and bupivacaine 6mg/ml (dose/day was not reported). It was believed that the baclofen was compounded. The pump's indication for use (IFU) was listed as non-malignant pain and other chronic intractable pain. A pump motor stall was noted on initial interrogation; the dates of stalls/recoveries were not provided. No recent magnetic resonance imaging had been performed. The healthcare professional programmed the pump to minimum rate and planned to replace the pump. The patient experienced a sudden increase in pain level. On (B)(6) 2015, the pump was replaced and was being returned to the manufacturer. Follow-up was being conducted to obtain drug information, other medications that the patient was taking at the time of the event, medical history, date of onset of motor stall and cause of the motor stall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.